Manufacturer narrative:
The meter was requested for investigation.

Event description:
The initial reporter complained of a display issue with an accu-chek inform ii meter. The customer stated there were black lines on the display screen affecting the units of measure; this could affect the interpretation of results. The results were clearly readable but the "mg/dl" was not clearly readable due to the black lines.